Event description:
According to the reporter: the collagen film broke down after a few seconds. Absorbatack fixation and tacks dropped off from pco mesh. (Tacks were not applied on the edge). Further, the attached fixation sutures were also detached from the mesh while the surgeon was knotting for fixation.

Manufacturer narrative:
(B)(4).